Event description:
It was reported to philips that the system had an issue with focusing, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated in response to a customer report that the system had a focus issue, and the image quality was low. According to additional information collected, the system was in use at the time of the event, and the procedure was performed using a large focus to finish the procedure. The complaint did not include further details about the nature of the issue. The quotation was not approved by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence; as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed using large focus; there was no delay and no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.